Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced fluctuating thresholds. A lead dislodgement was confirmed. The lead was repositioned. While the patient was still in the hospital, intermittent loss of capture was discovered. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.